Event description:
Additional information indicated that the MRI showed no anomalies and no evidence of granuloma. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
The recall and notification no longer apply to the event.

Event description:
Additional information received reported that the thoracic MRI on (B)(6) 2014 did not confirm a granuloma. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported the patient was unable to lie on their back because of significant pain. Because of this pain, the healthcare professional (hcp) was questioning a possible granuloma. An MRI was planned, but not scheduled. The pump was used to deliver fentanyl. The patient outcome was not reported. Additional follow-up is being performed.

Manufacturer narrative:
A good faith effort for follow-up was completed. The catheter remains implanted. Evaluated the need for a DHR review, and a DHR review was not required for the catheter. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. A medtronic employee initially reported that the patient was unable to lie on her back because of significant pain and the healthcare professional (hcp) suspected a granuloma, but the hcp later reported that a thoracic MRI was performed and this didn't confirm a granuloma. Reviewed for escalation to ncet and escalation was not required. The investigation of the catheter is inconclusive because the cause of the pain is unknown. Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).